Manufacturer narrative:
Initial.

Event description:
It was reported that the ilet signaled an occlusion alarm while the patient was using a steel contact detach infusion set with 23-inch tubing; the tubing was tested, delivery was resumed on the alert, no kinks or bubbles were observed, and the alarm cleared after reconnection with the blood glucose still in range. Symptoms included no reported adverse clinical effects. Outcomes included continued therapy after education to monitor the system and change the site if the alarm recurs. Investigation included guided troubleshooting and user education. Investigation of this case revealed no device malfunction observed during troubleshooting, with the event consistent with a transient occlusion alarm that resolved without hardware replacement. It was concluded, based on previously established findings for similar reports, that a transient flow interruption at the infusion site or line could have triggered the alarm, with user and site factors as the likely cause.